Event description:
The customer reported that after the t&a surgery was complete and the patient extubated, there was post-op bleeding on the tonsil and adenoid beds. The patient had to be brought back in to the or and be re-intubated. The circulating nurse put on a patient return electrode from another manufacturer, and hemostasis was achieved through coagulation. Second of two cases on consecutive days. See MFR report # 1717344-2009-00227.

Manufacturer narrative:
The incident patient return electrode pad used was discarded. It is unknown why a disposable pad would effect the amount of output at the active electrode when the generator is at the same settings as is alleged by the surgeon.